Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reactivated and is happy with sound quality. The recipient is wearing the device. This is the final report.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device migration, causing some irritation while recipient is wearing glasses. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section b.3, d.6b. The recipient's device was successfully repositioned on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.